Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer called ascensia customer service to seek assistance with her contour meter. During troubleshooting, it was found that after the customer replaced the meter's battery, the blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour meter with serial # (B)(6), and no manufacturing anomalies were found. Based on the device history record, the model # has been updated in section d4. Based on the updated model #, the primary unique device identifier number has been updated in section d4.